Manufacturer narrative:
Product analysis: bone screws - visual review confirms two screw are broken. No surface defect noted or identified adjacent to the initial crack propagation area that could contribute to crack initiation and propagation. Examination of the fracture surface identified a multimodal fractures, with an initial region of directional riverlines through approximately 20-40% of the cross-sectional area, which are consistent with sub-critical overload, followed by evidence of progressive convex striations (beach marks) through the remaining cross-sectional area, resulting in ultimate failure of the implant. Lock screw - visual review confirms one of the two returned lock screws is broken. Deformation of the lock screw head suggest of overload due to bone screw backout. Intervertebral implants - visual and microscopic examination on both male and female sides of the implant identified off-centered wear within the ball and trough area, as well as on the inside of the flange. Conclusion: after visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information, due to evidence which can support multiple conclusions.

Manufacturer narrative:
(B)(6) (B)(4) neither device nor applicable imaging studies available. Hence, it is difficult to come to any conclusion.

Event description:
It was reported that on an unknown date, post-op, the implant failed. The product came in contact with the patient. The product was explanted. Additional surgery was performed(acdf). Patient complications were reported unknown. Revision surgery was performed.